Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise on its pace/sense channel which led to pacing inhibition with greater than four seconds of asystole. Surgical intervention was performed and the physician implanted a new rv pace/sense lead. The shocking portion of the existing rv lead continues to remain implanted and in service. The patient did not experience any syncope and there were no adverse patient effects reported.